Manufacturer narrative:
D10: concomitants: 320-02-38 - rs exp glenosphere 38mm, +4mm offset: (B)(6), 320-15-04 - rs glenoid plate post aug, 8 deg, right: (B)(6), 320-20-34 - eq rev comp screw lck cap kit, 4.5 x 34mm: (B)(6), 320-20-26 - eq rev comp screw lck cap kit, 4.5 x 26mm: (B)(6), 320-20-22 - eq rev comp screw lck cap kit, 4.5 x 22mm: (B)(6), 320-20-26 - eq rev comp screw lck cap kit, 4.5 x 26mm: (B)(6), 320-15-05 - eq rev locking screw:(B)(6), 300-01-15 - equinoxe, huml stem prim, press fit 15mm: (B)(6), 320-10-00 - equinoxe rev tray adapter plate tray +0: (B)(6), 320-20-00 - eq rev torque defining screw kit: (B)(6), 320-38-00 - equinoxe rev 38mm humeral liner +0: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 82 yo male patient who had a right shoulder implanted, underwent a first stage revision procedure due to infection, approximately 11 months post the initial procedure. A cement spacer was inserted. An aspiration was performed prior to removal and was found positive for infection. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are available for return.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, radiograph images were not provided for review. Based on the provided images, the devices appear unremarkable for explanted components. A review of complaint history determined that no further action is required as no trends were identified. A review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.